Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The head holder adapter on the support arm seized at the end of the maintenance. It is no longer usable.

Manufacturer narrative:
It was reported that the mayfield head adaptor was found seized during a maintenance. DHR review and review of complaint history did not identify any contributory factors to the event. The device was discarded at the hospital and therefore cannot be analyzed. The root cause of this event cannot be determined. A new mayfield head holder was received at the hospital.